Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter phone#: (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for (B)(6) was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that there was an absence of vacuum with bd vacutainer® k3e 5.4mg plus blood collection tubes which led to underfills. No report of injury or medical intervention. No report of blood exposure to mucous membrane.